Manufacturer narrative:
(B)(4) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Event description:
Litigation papers allege the following: after the surgical implantation, patient suffered symptoms and damage to patient (B)(6) body including but not limited to constant and severe pain and discomfort in patient (B)(6) thigh, hip-joint, and groin; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in patient#146;s hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. Patient will undergo revision surgery in the future. Doi: (B)(6) 2006 - dor: none reported (left side). (B)(6).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.